Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose reading was 122 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the reset error test. No error alarms were noted during testing and the insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corners, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)